Event description:
It was reported that during coiling an internal carotid artery (ica) wide neck aneurysm; resistance was felt during advancing the 14th coil helix standard (n-3-10 t10-f). Upon withdrawal, the coil detached from the delivery system and was successfully retrieved with a snare device. The procedure was successfully completed. No patient injuries or complications were reported.